Manufacturer narrative:
Concomitant product : 5076-52 lead implanted (B)(6) 2002. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular lead had high threshold. The lead remains in use. No patient complications have been reported as a result ofthis event.